Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported that a male patient underwent a diagnostic coronary procedure on (B)(6) 2014. Access was obtained at the right femoral. The vessel size was noted to be >6 mm. Following the procedure, the technician who is a trained user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that the patient left the cath lab and later was having burning in his groin. The physician performed an ultrasound and saw a slow bleed but no pseudoaneurysm. The patient was kept in the hospital due to the mynx device / procedure and discharged the next day ((B)(6) 2014). The patient came back to the hospital on (B)(6) 2014 with groin pain, the physician did an ultrasound and found a pseudoaneurysm. The patient received a thrombin injection.